Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked display window.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during a temp basal. Customer's blood glucose was 65 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.